Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call there was an issue with reservoir , sensor and the infusion set. The customer also stated that the tubing had some white part and that plastic inside the tubing was breaking. The customer reported that the last high blood glucose levels was 17.5 mmol/l at the time of call. The customer reported that they treated with insulin pump. The customer stated that the high blood glucose levels on saturday was 22 mmol/l. The customer stated that on sunday morning, they have changed infusion set, reservoir and did a manual injection. The customer stated that her blood glucose level went down as after she changed the infusion set and reservoir. The customer also stated that she had two sensors that caused bleeding at the site. The customer was advised to replace out the two sensors and send back for analysis. The reservoir, sensor and the infusion set is not expected to return.